Event description:
The patient presented in clinic after experiencing episodes of dizziness. Upon interrogation, loss of capture was observed on the right ventricular lead. An x-ray was performed and was inconclusive. The physician attempted to implant a new lead into the system, but was unsuccessful due to the patient's anatomy. The device was reprogrammed and at a later date, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.